Event description:
Philips received a complaint by the customer on the v60, indicating that the device was being used to create a treatment plan for respiratory assistance and it was observed that the device was getting error code 1104 backup alarm failed message. It was reported there was no patient involvement at the time the issue was discovered, the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was confirmed that it is an intermittent issue and that it is recommended replacing the central processing unit (cpu) printed circuit board assembly (pcba) board. The investigation is ongoing.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.